Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left-side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on posterior side assessed as fold flaw opening. Additional observations: stress marks observed. Creases were observed. Wear abrasion observed. Observed 40 mm dark patch edge material inside gel device.

Event description:
Patient reported left-side rupture. The device has been explanted.